Event description:
The reporter stated that while the surgeon was attempting to insert a toric single piece silicone lens model number aa4203tl, the lens tore. The lens was removed without patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a portion of the lens optic and one haptic torn off. There is evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.